Event description:
The customer reported being admitted in the intensive care unit due to heart attack and diabetes ketoacidosis. The customer stated that the insulin pump was disconnected from her and does not have any infusion sets and reservoirs. Explained the customer that an infusion set and reservoir will be sent. Advised the customer to speak with her doctor for instructions and the date to reconnect the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.